Event description:
The customer reported that during preparation for an rf ablation procedure, it was noted that the pad was partially discolored. It was not used for the patient. No patient injury occurred. Initial evaluation of the returned sample found the pad was degraded and did not have continuity.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.